Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the capsular bag broke after the iol was implanted. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. Add'l info has been requested. (B)(4).